Event description:
Healthcare professional reported partial deflation of breast implant. Device has been explanted. This is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 - fluid /blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed broken device assessed as surgical damage. And missing piece of shell assessed as inconclusive. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ anxiety-product-procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported partial deflation of breast implant. Device has been explanted. This is for the left side.